Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (10mg/ml at minimum rate) via an implantable pump for non-malignant pain. It was reported that the patient was having urinary retention post op. The pump was turned down to minimum rate post implant but the urinary retention was still present. There were no external factors that contributed to the event. The pump, catheter, and internal tubing were emptied and replaced with normal saline. The patient will see a urologist for follow up. The issue was resolved at the time of the report. Additional information received from the company representative indicated that the cause of the urinary retention was not determined.